Manufacturer narrative:
The death certificate indicates that the cause of death was due to complications from breast cancer and not related to diabetes or the ilet device. The user was wearing the ilet at the time of death, as confirmed by a beta bionics clinical diabetes specialist (cds). There was no indication that the death was connected to the ilet.

Event description:
On 7/30/24 a beta bionics clinical diabetes specialist (cds) became aware that an ilet user had passed away. The date of death was not initially reported but is estimated to have occurred on (B)(6) 2024. At the time of this report, attempts by beta bionics to determine if the user was on the ilet at the time of the event as well as cause of death have been unsuccessful. The cds did report the user was 65 years old and had and was receiving treatment for advanced breast cancer with liver and pancreas metastases.

Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after (B)(6) 2024, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Review of the available device data showed the ilet was operating as intended at that time. Without more specific information including the event date, cause of death, and if the user was wearing the ilet at the time, and up to date device data, the performance of the device during this event cannot be evaluated and the cause of the event cannot be determined. It is likely the user's death was related to their cancer diagnosis.